Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges the one-step catheter was placed into the patient, a 50m luer lock syringe was attached to obtain fluid for labs. Fluid was drawn into the syringe. When twisting the syringe to remove it from the one step catheter, the end of the one step catheter broke off into the luer lock of the syringe preventing the IV line from being attached to the one step catheter. The one step catheter had to be removed from the patient and a new one step catheter was opened and used. No additional patient consequence to report.